Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - no device problem found. H3 investigation summary: the product was returned to ethicon for evaluation. Three unopened samples that pertain to product code vcp311h were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: did any needle piece fell into the patient? If yes, [ans: no] *what was done to retrieve the broken piece? For example, switched to and open procedure, second surgery? [Ans: its use in oral cavity, not broken parts from suture but dental surgeons need to keep open new sutures within the same operation]. Its use in oral cavity, not broken parts from suture but dental surgeons need to keep open new sutures within the same operation.

Event description:
It was reported that a patient underwent a oral procedure in 2025 and suture was used. During the procedure, needle breakage after 3 passes in oral cavity suturing. No adverse patient consequences were reported. Additional information was requested.